Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 14.3 mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear. No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported that the insulin pump had a pump error alarm after the battery was inserted. . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to moisture damage keypad traces. However, the keypad traces was cleaned and used a test keypad overlay with keypad dome switches and the insulin pump passed the self test and displacement test. Device received with scratched case, pillowing keypad overlay, cracked retainer, missing display window cover and minor scratched lcd window.